Event description:
The customer reported that, during routine inspection of the device, the on/off button came off and the device can't be turned on.

Manufacturer narrative:
Physio-control continues to investigate the reported event.